Event description:
An 18f ultimum introducer was used during a transcatheter aortic valve implant (tavi) procedure. Reportedly, the physician used a lot of force when inserting the introducer. The tip of the sheath detached and was stuck in the pt's femoral artery. The tip was surgically removed. The pt's hospitalization was extended due to this event. The pt was stable.

Manufacturer narrative:
One 18f, 30cm, ultimum hemostasis sheath was visually inspected. The dilator had been fully inserted into the hemostasis sheath. The dilator had been fully inserted into the hemostasis sheath. The sheath tubing distal tip had been completely separated from the sheath; the detached tip was not returned. Cracking, stretching, and tearing was noted in both the inner and outer co-extruded resin at the attached tubing proximal end. No other contributing visual anomalies were noted. The overall damage appearance was consistent with "pre-shaping" the sheath, an alteration inconsistent with the instructions for use. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The ultimum hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.